Event description:
The hospital reported that in the last two weeks, at the completion of several coronary artery bypass graft procedures, sixteen hearstring seals didn't unravel completely during the removal process. The seals were removed without damaging the anastomoses. No patients complications were reported by the hospital.